Manufacturer narrative:
Investigation summary: bd received samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. This is a cosmetic defect, as embedded fm is, by its nature, isolated from any specimen. The root cause is that the speck entered the plastic during the tube molding process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in the tube: there was foreign matter in the gel x 1 tube."